Manufacturer narrative:
H.6. Results code 2 updated. H.6. Results code 2: code 3207- images were provided, and the imaging evaluation stated the following: the aortic diameter just distal to the patient's left renal artery is about 25mm. The aortic diameter 15mm distal to the patient's left renal artery is about 24mm. Centerline reconstruction illustrates that the proximal aortic neck appears to be 40mm in length. 3d reconstruction from the CT dated (B)(6) 2019 illustrates that the device has migrated. Centerline reconstruction from CT dated (B)(6) 2019 illustrates that the device has migrated approximately 40mm from the patient's left renal artery. Axial image from CT dated (B)(6) 2019 illustrates that the proximal aspect of the device appears to be invaginated. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis component migration, occlusion of device, and claudication (e.g. Lower limb).

Manufacturer narrative:
H.6. Method code 3 added h.6. Method code 3: code 4112 - the device remains implanted, and no delivery catheter was returned for evaluation. An analysis of relevant data was performed in view of supporting the identification of possible causes for the adverse event. H.6. Results code 3 added. H.6. Results code 3: code 213 - the device evaluation was performed based on the imaging evaluation and a review of associated master process sheets (mpss) for lot #18531039. The evaluation of the imaging, and review of mpss showed the following: no reject patterns that could have attributed to this failure or associated nonconformance reports (ncrs). Based on the imaging evaluation and a review of the mpss, the observations that the device had migrated ~37mm distal to the patients lowest renal artery, and that the device was compressed proximally was confirmed, but the observations that a low volume of blood flow was noted, and clotting and thrombus being reported was not confirmed. The likely cause for the device migration, device compression at proximal end, low volume of blood flow, and clotting and thrombus could not be determined from the information provided.

Manufacturer narrative:
Concomitant medical products - patient medications: afluria preservative free 0.5 ml, allopurinol 100 mg, clopidogrel bisulfate 75 mg, cyanocobalamin 1000 mcg/ml, gabapentin 100 mg, metoprolol tartrate 50 mg, ondansetron 4 mg, proair hfa 108 mcg, tamsulosin hcl .4 mg, tramadol hcl 50 mg. The device remains implanted, so evaluation of the actual device was unable to be completed. Images are available, and an imaging evaluation is in progress. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of bilateral iliac aneurysms using gore® excluder® aaa endoprostheses. It was reported that the trunk-ipsilateral leg component was placed just distal to the patient's lowest renal artery. No excessive calcium, thrombus, or tortuosity was noted in the patient's abdominal aorta. On (B)(6) 2019 the patient presented with difficulty walking, and poor circulation in the lower extremities. Imaging was performed, and it was reported that the trunk-ipsilateral leg component had migrated an estimated 37mm distal to the patient's lowest renal artery. It was also noted that the device was compressed proximally. Reportedly the proximal edge of the device was compressed into a crescent shape. Subsequently a low volume of blood flow was noted through the device. Clotting and thrombus was reported throughout the device. It was noted that the suspected reason for device migration and compression was unknown. On (B)(6) 2019 a reintervention was performed. Three aortic extender components were placed to treat the device migration and compression. The procedure outcome was reported to be positive. There were no further reported issues. The patient tolerated the procedure.